Event description:
It was reported that the programmer's touch stylus pen and its display screen needed calibrating. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus pen was not tracking with the overlay screen, as a result the bezel assembly was replaced and the overlay was calibrated along with the stylus pen. It was also noted that the rear display cover was damaged when attempting to replace the bezel assembly, as a result the rear cover was replaced. (B)(4).